Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first stapling in a laparoscopic sleeve gastrectomy procedure, the device did not fire. The surgeon was able to press the green button but was not able to squeeze the handle. The handle also broke off but the device component did not fall into the patient cavity. The surgeon took another handle to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. The handle reached articulation limits a review of the device history record indicates this device lot number was released meeting all specifications. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.